Event description:
Dealer stated that the end user reported that her m51p power chair is not going where it is being guided, caused her to run into a cabinet, jammed her leg against the cabinet. The diagnosis from the hospital was a bruised bone in her leg.